Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer (con). It was reported that the patient didn't have shocking on the left side, but their symptoms had returned. They needed to have the unit raise the program to increase the shock level.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for gastrointestinal/pelvic floor issues. It was reported that the patient experienced a loss or change of therapy. The patient¿s symptoms started to repeat and the patient got leakage when getting in and out of the car or when they bent over, it was hard to hold in-between going, and their frequency was back to going every hour. The patient sometimes felt a shock on their left side, and it was noted their scar was on the right side. The patient was on program 1 at 1.6 volts, the therapy was on, and the patient was not feeling stimulation. The patient increased stimulation to 1.9 volts on program 1 and felt stimulation in the butt and correct area. The patient was advised to wait 2-3 days to see if they got relief and if they did not, to contact the manufacturer or their healthcare provider (hcp). No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.